Event description:
The suspect device is displaying the wrong test strip code. The device screen shows 69 and the correct strip code is 269. The device was replaced and requested to be returned for evaluation.